Event description:
It was reported that during in-clinic follow-up, backup vvi mode was noted on the pacemaker (pm) after interrogation was performed. The pm was explanted and successfully replaced. The patient was stable before, during, and after the procedure.